Manufacturer narrative:
Additional information section g.2. Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cerebrospinal fluid (csf) gusher during initial implantation. It is noted that despite the csf leak full insertion was achieved and the recipients was activated. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's or time for their initial surgery was extended due to the cerebrospinal fluid (csf) leak. The (csf) gusher resolved during repositioning surgery which occurred on (B)(6) 2025. An xray confirmed a full insertion was achieved after the device was repositioned. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.